Event description:
The customer reported that he obtained blood glucose readings of over 600 mg/dl on his contour next link meter. The customer had no symptoms of hyperglycemia. Based on the high readings, the customer took 20 units of fast acting insulin, which was more than usual quantity for him. During the call, the customer was feeling shaky. The customer performed a repeat testing with another meter within five minutes and obtained a reading of 176 mg/dl. The customer contacted his doctor by phone, who advised the customer to keep his blood glucose levels up with glucose tablets. There is no adverse event alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.